Event description:
Patient went to the operating room on (B)(6) for bilateral mastectomy and breast reconstruction. No drainage noted from jackson pratt drain overnight requiring patient return to the operating room on (B)(6) for re-exploration and a defective right drain was noted requiring drain replacement.